Event description:
The mx750 patient monitor in or-k restarts, and a message about a speaker operation fault was being made. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips field service engineer (fse) went to the customer site. The fse confirmed the reported issue, and also that the speaker was not producing sound. The fse determined that the issues was associated with the main board and speaker so they both were replaced. After replacement, it was confirmed that the device worked normally without any error display. No further investigation or action is warranted at this time.